Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were received and processed without any issue. A technical support specialist (tss) found that the medication item was received with identifier unknown mixture which did not exist in the formulary. It appears the system was attempting to dispense a combination medication that was not set up. Tss identified that this was coming from epic messages, and the order should instead be sent as two individual items. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the epic reported that a combination medication was being sent instead of two individual items for removal and requested dispensing of zestoretic (lisinopril-hydrochlorothiazide) (B)(6). Since this specific strength was not on the pharmacy's formulary, the expectation was for pyxis to dispense lisinopril and hydrochlorothiazide individually. However, as observed in image 2. Png, epic appeared to force and verify the original combination medication for zestoretic instead of allowing separate components. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.